Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold after lead was screwed in and twitching was confirmed. The following day, rv pacing failure was noted on electrocardiogram. When checked with programmer, pacing threshold was high, impedance increased and diaphragmatic stimulation occurred therefore a temporary pacing lead was placed. Computed tomography imaging was performed, and the position of the rv lead was not found to have changed however, based on the course of the lead, it was considered possible that the lead had been positioned in the middle cardiac vein (mcv) rather than in the rv. Pericardial puncture was performed and there has been no increase in pericardial effusion or pacing failure. The lead was repositioned without any issues with the measurement data. This lead remains in service. No additional adverse patient effects were reported.